Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented to the cath lab for a routine generator change due to normal eri. It was noted upon interrogation that the atrial lead exhibited reproducible noise. Further lead analysis demonstrated an increased pacing threshold. The lead was capped on (B)(6) 2018 and replaced, the procedure was successful and patient was stable post procedure.